Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/29/2016 with the following findings: the battery compartment was found to be cracked. Unrelated to the issue, the bolus button cover was found to be peeling off and the functionality was unable to be tested. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(6) 2016.